Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Subsequent information indicated that the device was explanted for an unknown reason. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded high out of range atrial impedances with a non-boston scientific atrial lead, then impedances were normal. There was also farfield oversensing on the atrial channel for each ventricular sensed event. Technical services (ts) recommended bringing the patient back in for evaluation of the lead. To date, there have been no reported adverse patient effects related to this clinical observation.